Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient reported getting a lag of about 5 minutes every time they went to give themselves a bolus. The agent discussed the known ptm (personal therapy manager) lag at 90% issue with the caller and walked them through how to clear data on the ptm. The caller was going to call the patient with the instructions.